Manufacturer narrative:
Approximate age of device: 69 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Infection, hemolysis, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had "pus coming out of his driveline". The patient was admitted on (B)(6) 2015 and put on IV antibiotics for a driveline infection. The patient was experiencing elevated lactate dehydrogenase and a driveline infection, despite therapeutic inr''s. The patient was found to have an elevated white blood cell count as well as lactate dehydrogenase. On echo and at set speed of 8600 rpms, the patient''s aortic valve (av) was opening 5 out of 5 beats. Speed was dropped to 8200 rpms then increased to 9000 rpms. At 9000 rpms, the av continued to open 5 out of 5 beats. Set speed was kept at 8600 rpms. The vad coordinator stated that the patient''s inr goal was increased to 3.0. There was suspected pump thrombosis. The patient left the hospital against medical advice on (B)(6) 2015 and is set to return for an out patient evaluation. The patient had no signs nor symptoms of hematuria. The log files did not capture any adverse alarms or events.